Event description:
A lumbar puncture was being performed by physician. The stylet was removed after first attempt. Clear fluid was returned and the sample was obtained. The physician then noted that the stylet could not be placed back into the needle after trying multiple attempts. The needle was removed from the patient and the stylet was again attempted to be placed back into the needle and was unsuccessful.